Event description:
IV blood tubing started leaking from the bottom of the chamber once blood transfusion was started. Blood tubing which had already been primed had to be replaced approx 5 minutes into infusion. Pt lost approx 30cc of blood from the unit as a result of the defective tubing. The blood tubing set was in use for 2 hours, 300 ml. Manufacturer response (as per reporter) for blood tubing, blood tubingawaiting response

Event description:
IV blood tubing started leaking from the bottom of the chamber once blood transfusion was started. Blood tubing which had already been primed had to be replaced approx 5 minutes into infusion. Pt lost approx 30cc of blood from the unit as a result of the defective tubing. The blood tubing set was in use for 2 hours, 300 ml. Manufacturer response (as per reporter) for blood tubing, blood tubingawaiting response